Event description:
The report stated that during use, the cut button of the electrosurgical pencil would not go back to the original position and stayed activated. Another pencil was opened and used. The site reports there was no tissue damage or bleeding.

Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.